Manufacturer narrative:
Eval summary: components were implanted for approx 5 years 3 months. The locking screw has considerable damage to the threads. There is also damage to the head of the screw. The articular surface condyles are scratched and have metal shaving embedded. The post has stripes gouged out of it, most likely from the locking screw. The patella recess has gouges on it and the inferior side of the poly has significant scratches on it and there are also metal shavings embedded. The metal insert also exhibits scratching. It is apparent that the locking screw had been floating around in the joint as stated in the per. No x-rays, operative notes, or pt demographics were included. Without add'l info, the exact cause cannot be conclusively determined at this time. Eval: dimensional readings taken on the support screw were found to be conforming. Device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected.

Event description:
It was reported that the pt underwent poly exchange. The articulating surface was noted as worn and loose, and the screw was out.